Event description:
It was reported by the customer that during a laparoscopic cholecystectomy procedure the device would intermittently not fire. The surgeon would work with the device and could get the device to work. When the device did fire, on some of the firings, the clips would not hold the tissue. It was unknown if a cholangiogram was used. Another device of the same product code was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.